Event description:
Received a shot synvisc in right knee joint for arthritis pain scale 7 out of 10 that had not responded to rest, cold compresses and nsaid. After 4 weeks of no relief from pain increased to 8 and 9 on pain scale, I call the doctor's office. I was informed that it may take another couple of weeks to experience a decrease in pain. I returned to the doctor's office on (B)(6) 2012 reporting that the pain was a 10 on the pain scale, swelling, redness and warmth on outside of the right knee and that I could clearly put weight on the knee to walk. I started using a scale to keep my balance and take weight off the right knee. I was prescribed a low dose nsaid hx of gastric bypass for 60 days. Still using rest and cold compresses. By (B)(6), I consulted a chiropractor and was diagnosed with patellar tendonitis. After one treatment my pain went down to a 4 from a 10 on the pain scale. I was prescribed in home treatment and now as on (B)(6) 2013, the pain is 1-2 on the pain scale. I still wake up at night with the knee aching on a nightly basis. I was not given written info on the adverse events of synvisc before the shot in order to take a informed decision. Dates of use: (B)(6) 2012 - (B)(6) 2013. Event abated after use stopped or dose reduced? Yes.